Manufacturer narrative:
G5: is combination product? No. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-03. H6: investigation summary customer returned (1) loose 1ml u-40 bd insulin syringe. The customer reported that the needle was about to be broken. The returned syringe was examined, and it was observed that the cannula was bent. No further damage was observed on the syringe. No evidence of manufacturing defect was observed. Since the sample was returned after use the probable cause of the bent cannula can be traced to the user. A review of the device history record was completed for batch# 0202215. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (cannula bent). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The cannula was bent after the user handled the syringe. H3 other text : see h10.

Event description:
It was reported that 1 syringe 1ml 31g 8mm cannula broke off . The following information was provided by the initial reporter : the consumer reported that while taking insulin injections the needle broke off.

Manufacturer narrative:
(B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 1ml 31g 8mm cannula broke off . The following information was provided by the initial reporter : the consumer reported that while taking insulin injections the needle broke off.